Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/12/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: a needle product code w9261t was returned for analysis. Upon visual analysis of the returned sample revealed that the needle broke at the attachment area. The barrel hole was examined under 20x magnification and a needle part separated from the needle wall. Further analysis of the needle was performed to assess the broken area. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The needle breakage was confirmed. Based on the information currently available, the needle breakage was identified during the investigation of the sample received.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2021 and suture was used. During the procedure, the needle tip broke during continuous suturing on the fascia. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the needle piece(s) retrieved during the same procedure? No further information is available. Was there any additional tissue damage as a result of searching for the needle piece? No further information is available. What is current condition of the patient? No further information is available. What was the size of the needle used? 48mm. Was more than half the needle retained in the patient? No further information is available. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.